Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during the prime process. Customer¿s blood glucose was 168 mg/dl at time of incident. Customer states that they were not wearing the pump during priming. Insulin pump will not be returned for analysis.